Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2019. With the following findings: a review of the black box showed no evidence of motor alarms occurring. During investigation, a test battery cap was used; the ez-prime steps were performed correctly with no motor noise or other warning occurring. The complaint of a motor noise issue was not duplicated. Evaluation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the motor was too quiet. There was no indication that the product caused or contributed to an adverse event. The pump was returned to animas. Upon investigation, the battery compartment was found to be cracked. This report is made based on results of investigation completed on (B)(6) 2019.